Event description:
It was reported that the patient's left ventricular lead exhibited high capture thresholds. During the lead revision procedure, it was noted that the lead electrode broke and had scar tissue. Additionally, the patient experienced a pericardial effusion. The lead was removed. The patient was in recovery.